Event description:
It was reported that caller experienced air bubbles or gaps in system but had not used pump for about a month and was currently using pump without issues at time of call. There was no reported impact to customer¿s blood glucose level. Caller declined further troubleshooting, no corrective actions were taken, and caller planned to contact support again if additional help was needed.